Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no pathologic abnormality. Surgical pathology:: pre-operative diagnosis: menometrorrhagia endometriosis final diagnosis: uterus and cervix with right ovary and fallopian tube: mild chronic cervicitis, adenomyosis, myometrium, benign follicular cysts with corpus luteum, right ovary. Fallopian tube, no pathologic abnormality left ovary and fallopian tube: hemorrhagic corpus luteum cyst follicle ovary. Fallopian tube,. Concurrent conditions included overactive bladder, galactorrhea, menometrorrhagia, mood change, uterine bleeding, endometriosis, cervicitis, adenomyosis, follicular cyst of ovary, uterine fibroid, uterus enlarged and oophorectomy. Concomitant products included estradiol, oxybutynin hydrochloride (ditropan) and tranexamic acid (lysteda). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("mood changes"), fallopian tube perforation ("perforation (fallopian tube(s)"), vulvovaginal pruritus ("vulvar pruritus"), galactorrhoea ("granulation tissue apex post removal ((B)(6) 2016) glactorrhea"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain during urination"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, vaginal haemorrhage, mood altered, fallopian tube perforation, vulvovaginal pruritus, galactorrhoea and abdominal pain outcome was unknown and the menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, galactorrhoea, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: results: essure in both proximal fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia, dysmenorrhea, pelvic pain, and dyspareunia most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: events added: mood changes, vulvar pruritus, galactorrhea, perforation (fallopian tube(s), abdominal pain lower were added. Lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no pathologic abnormality. Surgical pathology:: pre-operative diagnosis: menometrorrhagia endometriosis final diagnosis: uterus and cervix with right ovary and fallopian tube: mild chronic cervicitis, adenomyosis, myometrium, benign follicular cysts with corpus luteum, right ovary. Fallopian tube, no pathologic abnormality left ovary and fallopian tube: hemorrhagic corpus luteum cyst follicle ovary. Fallopian tube,. Concurrent conditions included overactive bladder, galactorrhea, menometrorrhagia, mood change, uterine bleeding, endometriosis, cervicitis, adenomyosis, follicular cyst of ovary, uterine fibroid, uterus enlarged and oophorectomy. Concomitant products included estradiol, oxybutynin hydrochloride (ditropan) and tranexamic acid (lysteda). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood altered ("mood changes"), fallopian tube perforation ("perforation (fallopian tube(s)"), vulvovaginal pruritus ("vulvar pruritus"), galactorrhoea ("granulation tissue apex post removal ((B)(6) 2016) glactorrhea"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal pain during urination"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the genital haemorrhage, vaginal haemorrhage, mood altered, fallopian tube perforation, vulvovaginal pruritus, galactorrhoea and abdominal pain outcome was unknown and the menorrhagia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, galactorrhoea, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal haemorrhage and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2013: results: essure in both proximal fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia, dysmenorrhea, pelvic pain, and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.